Event description:
It was reported that the patient experienced syncope, a fall, and a head laceration. The right ventricular lead had high pacing threshold with some non-capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut and the outer tubing overlay was breached cut.